Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient went to the hospital due to the peritonitis. The cause of the peritonitis was not reported. Treatment for the event was not reported. Action taken with the patient¿s extraneal and physioneal therapies was not reported. The patient¿s recovery status was not reported. No additional information is available.